Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was found to have a scratch on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratch measured approximately 0.154" to 0.148" in length is not axially aligned with the tube axis. Material is missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Manufacturer narrative:
The synchroseal instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, partial coating came off the synchroseal instrument. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no abnormalities were noted. The surgical task was being performed at the time of the fragment falling into the patient was dissection. Judging from the shape of the broken pieces, it seemed that the coating on the shaft had come off. The instrument was in use for about an hour. The surgeon noticed the issue with the functionality of the instrument. The instrument collided with other instruments, or other hard material during the procedure. The fragments were discovered while searching inside of the body after noticing something strange about the shaft. The instrument was not removed during the procedure, prior to the breakage. Upon the final removal of the instrument, the wrist was straightened. There was no resistance upon removing the instrument through the cannula noted. There was no damage to the instrument or the canula noted after the event. The broken pieces were extracted with laparoscopic forceps. All fragments were received, and it was confirmed by the shape of the shaft and the broken pieces that were matching. No additional surgical procedures were required to remove the fragments. The procedure was completed robotically was a backup instrument. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any surgical complications related to a foreign object. The instrument and fragments are available for return. There are no photographic images of the device or a video recording of the procedure available for isi review.